Manufacturer narrative:
Product evaluation: complaint history and cartridge product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. (B)(4).

Event description:
A surgeon reported that during an intraocular lens (iol) implant procedure, the iol was scratched in the periphery. There was no impact to the patient and the lens remains implanted. According to the surgeon, she believes that the issue occurred due to the handling (folding) of the iol. Additional information has been requested. There are two medical device reports associated with this event. This report is for the cartridge.

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. A qualified iol was indicated. The viscoelastic indicated is not qualified for cartridge use. The root cause for the reported lens damage may be related to a failure to follow the directions for use (dfu). The viscoelastic indicated is not qualified for the lens/cartridge combination used. Due to differing material properties, the use of a non-qualified viscoelastic may result in delivery issues and/or damage. The manufacturer internal reference number is: (B)(4).